Event description:
It was reported that 1st degree heart block occurred. Access was gained through the left transfemoral. A 23mm lotus edge valve was implanted and approximately two (2) minutes post implant the patient developed 1st degree heart block. The patient received a permanent pacemaker and was discharged from the hospital.